Event description:
It was reported that when a user was connecting a pump to power, the pump sparked. A brown spot on the lcd display was also observed.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was observed that a portion of the display was discolored and cracks were present outward towards the edge. The pump display attaches to the I/o pcb which attaches to the backflex and processor pcb. These components were visually evaluated and electronically tested and no malfunction was identified. The power adaptor was also evaluated and found to perform within spec. At this time, the date of event is unk.